Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, wear abrasion, opening linear on posterior, delamination of the diapherm valve flange disk and opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, delamination of the diapherm valve flange disk and opening crack on valve seat diaphragm valve based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening a cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure).